Manufacturer narrative:
1. Production process review: review the production records of this batch of products. The production process was normal without any abnormalities. The following aspects were investigated and analyzed: person: the production staff were qualified after training and started work. The products were not made incorrectly. This factor can be ruled out. Machine: the product was assembled using an automatic assembly machine. The production equipment was inspected daily, and an air blowing device was installed on the equipment to check and block the hypodermic needles, and it could automatically reject defective products. Before each shift, the inspectors confirmed the equipment's detection function, and only production was carried out when the function was normal. Therefore, this factor can be ruled out. Material: the raw materials of the product did not change. This factor can be ruled out. Method: the production process of the product did not change. The product was assembled using an automatic assembly machine. During the silicification process and after silicification, the needle tubes were maintained with air blowing control to prevent silicone oil from blocking. Therefore, the blockage of silicone oil can be ruled out. Additionally, when used clinically, it is common to use the hypodermic needle to directly puncture the medicine bottle to take medicine, which is prone to cause blockage of the needle tube due to puncture debris. Environment: the product was assembled and produced in a clean workshop. This factor can be ruled out. 2. Sample retention testing: 10 samples of the batch number: ckdd08-01, specification: 25g*1 1/2'' (0.5mm*38mm) hypodermic needles were taken for testing: 1) appearance inspection: the needle tubes were straight and sharp, and all components were complete, with no foreign substances. 2) 5 samples were extracted to conduct lumen patency testing in accordance with iso 7864: 2016 standards. The test results met the requirements; 3) 5 samples were extracted for simulated clinical use for fluid extraction and injection tests. All samples were unobstructed, and there was no blockage; 3. Cause analysis: based on the investigation results and customer feedback information, our preliminary analysis of the possible causes is as follows: 1) the customer described that the hypodermic needle became blocked when using "lidocaine and kenalog". Through literature search, it is possible that the two drugs mixed together may form flocculation or sedimentation; therefore, it is analyzed that the blockage of the needle tube may be caused by the flocculation or sedimentation formed after the drug mixture. 2) it is possible that when used clinically, the habit is to directly puncture the medicine bottle with the hypodermic needle to take medicine, resulting in puncture debris causing blockage of the needle tube.

Event description:
Customer states the needles appear to be clogged and they used lidocaine and kenalog.